Manufacturer narrative:
H6: code b01 is redundant and replaced by b20. Code c21 is redundant. Code d16 has been replaced by d15. A review of the manufacturing records indicated the device met pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 54-year-old female patient underwent placement of a gore® acuseal vascular graft (graft) in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. No adverse events occurred during the procedure. On (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the graft. On (B)(6) 2025, it was reported the patient's graft became dysfunctional due to dissection. The site assessed this event as registry device related. On the (B)(6) 2025, the patient underwent a repeat intervention, where a pta [percutaneous transluminal angioplasty] and an unspecified type of stent was implanted in the graft. The graft allegedly, was not explanted and remains implanted in the patient's arm. The outcome of this event was noted as recovered / resolved without sequelae. Additional information has been requested but no information has been provided by the facility.

Manufacturer narrative:
B5: event summary updated. H6: added code e0514.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, this 54-year-old female patient underwent placement of a gore® acuseal vascular graft (graft) in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. No adverse events occurred during the procedure. On (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the graft. On october 1st, 2025, it was reported that a thrombosis occurred in the patient's graft due to delamination. The site assessed this event as registry device related. On (B)(6) 2025, the patient underwent a repeat intervention, where a pta [percutaneous transluminal angioplasty] and an unspecified type of stent was implanted in the graft. The graft allegedly, was not explanted and remains implanted in the patient's arm. The cause of the delamination was reportedly undetermined but according to the facility it was possibly due to the removal of the thrombus or by punction by a needle. The facility proceeded to report that there was no evidence of repeated cannulation in the area of delamination. The outcome of the patient was reportedly good.